Event description:
The customer reported a displayed error message and thereafter the system failed to boot up. There is no report of a pt and/or customer serious injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified no duplicated. The system was found to be operating as intended.